Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon components removed due to unspecified reasons. A new artificial urinary sphincter 6.0 cm cuff and balloon were implanted. Additional information received indicated the device was replaced due to infection.